Event description:
It was reported that a recliner has ripped fabric on the left side, seat back, and upper right arm rest area. The recliner also has a backrest with structural damage and it will not stay in the upright position.